Event description:
It was reported that control-iq suspended basal insulin delivery due to inaccurate cgm sensor values, with fingerstick blood glucose (bg) measured at 396 mg/dl while sensor reading showed "low". A specific bg value was not provided. There was no adverse impact to the customer¿s blood glucose level. System check with tandem technical support did not identify any additional issues with the pump or related supplies.